Event description:
It was reported that the event occurred during surgery. An additional skin graft required. Another device was used to finish the procedure. Surgical delay was about 15 minutes.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/medicrea has previously repaired/evaluated air dermatome serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6), 2016 where it was reported that the unit was not working properly and the bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, screws, poppet , motor, motor sleeve, ball plunger, die cast lever, reciprocating arm, and thickness control shaft were replaced. This is not a related issue. On (B)(6), 2019, it was reported that the device was taking bad quality skin grafts. Also the trigger gets stuck to the bottom. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Product review of the air dermatome by flextronics on (B)(6), 2019 revealed that the device was out of calibration at the zero setting only. The motor did not run and the control bar was not in the correct position. The needle bearing was stuck and the swivel was defective. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by flextronics on (B)(6), 2019 which included replacement of the external e-ring, swivel, and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. RMA number (B)(4). The root cause for the device producing ''bad quality skin grafts'' cannot be specifically determined with the provided information because it is unknown which exact failure found was causing the unit to produce ''bad quality skin grafts''. It was found during evaluation that the device was out of calibration at the zero setting, the motor did not run, the control bar was not in the correct position, the needle bearing was stuck, and the swivel was defective. All of those failures found could have contributed to the customer reporting that the unit was producing ''bad quality skin grafts'' but it is unknown what exact failure the customer was experiencing. The root cause for the trigger getting stuck to the bottom was due to a malfunctioning needle bearing. The device was noted to be functioning as intended after the external e-ring, swivel, and needle bearing were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that device is in process of being returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It is reported that the device had bad quality skin grafts. Also the trigger gets stuck to the bottom. The event occurred during surgery. No adverse events were reported as a result of this malfunction.